Event description:
It was reported that the device was sparking. There was no patient involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete. Based on comments from the account, the device had been submerged in water despite the caution in the care instructions that states "do not immerse or place any component in a washer/sterilizer. Failure to comply may result in handpiece damage."